Manufacturer narrative:
The technician replaced the power control board assembly and the air boards to resolve the issue.

Event description:
The technician alleged that there was fluid on the air boards and the power control board. No patient impact.